Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left hip was revised. A restoration modular stem construct, 32 +8 lfit v40 head, and 3 dall-miles cable and sleeve sets were implanted. Patient fell and sustained a femoral periprosthetic fracture. An anato stem and stryker head were revised.